Event description:
It was reported that the burr became stuck in the lesion and the burr broke. The target lesion was located in a moderately tortuous and severely calcified proximal circumflex. The target lesion was between 12 to 20 mm long. A 1.25mm rotapro was selected for atherectomy procedure. The rotapro was prepped and platformed at 160,000rpm outside the patient. During procedure, the burr rotation speed was at 120,000rpm and there was degree of deceleration. The burr became stuck in the proximal circumflex lesion. When the physician attempted to remove the burr from the patient body, it was noticed that the burr detached in the lesion. Then, the physician attempted to wire next to the burr with a secondary wire but it was unsuccessful. Thereafter, the rotawire was pulled backed to jam it into the distal end of the burr, pulling the detached burr out of the vessel. The detached burr was completely removed from the patient. There was a significant resistance during recovery of the burr. The procedure was completed with another device. There were no patient complications reported, and the patient was doing well.